Manufacturer narrative:
Instrument a- malformed clip and instrument b- sticking jaw/cam. Evaluation summary: the analysis results confirmed that one el5ml device (a) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. No jamming issues were noted. The analysis results found that the el5ml device (b) was received in good visual condition. The instrument was cycled, fed and formed properly the clips. However, the instrument was noted to have sticking issues. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure, 2 devices jammed. They had to get a third one to complete. There was no pt consequence. Two devices will be returned.